Manufacturer narrative:
(B)(4). Baxter evaluated the device and found the fluid numbers were below specification. Low readings on the ultrasonic sensor would make the pump more sensitive to upstream occlusion alarms. The device was recalibrated.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggest that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.